Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that during a procedure to place a PICC line, the wire tip sheared and nearly fractured during manipulation. No parts of the device were left in the patient, and there were no injuries or additional procedures.